Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Sought medical treatment for infection at the piercing site on 7/6/02. Patient was prescribed oral antibiotics.